Event description:
It was reported that during a supply change the user experienced difficulty attaching the connect adapter, as the adapter appeared to insert fully but would not turn; attempting without the cart did not resolve the issue, and replacing the connector resolved the problem with normal function thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included guided troubleshooting and user education by support. Investigation of this case revealed that the original connector was unable to lock, while a new connector functioned as intended, suggesting a connector interface or component fit issue with the initial unit. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the connector interface.